Event description:
It was reported during implant that the patient experienced perforation and pericardial effusion. The catheter was set too low and perforated the ventricular wall into the pericardium. Sternotomy and drainage was performed. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-dec-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation?: no. Dev rtn to MFR? No. Mfg date: 07-jul-2021. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.